Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ catheter, the needle partially retracted and the healthcare provider sustained a needlestick injury. Report 2 of 2. The following was received from the initial reporter: also, xxx received two reports of staff receiving a needlestick injury with a bd contaminated needles that failed to retract and on to fully sheath (second image).

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received photographs which displayed an insyte autoguard device with the needle tip exposed above the grip. The device was partially retracted leaving the needle tip exposed and the safety button was depressed. The barrel was positioned outside the frame of the photograph. The reported issue was confirmed, however the photo provided for this incident did not present sufficient evidence to establish a definite root cause. Lot number not provided so a device history review could not be completed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.